Manufacturer narrative:
Date of event (B)(6) 2017 is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported the patient thought they pulled something lose in the implant because stimulation was uncomfortable. Caller was offered to be guided through turning stimulation down or off to try and ease the discomfort, but they did not want to trouble shoot over the phone. Caller was redirected to follow up with the health care provider (hcp). No further patient complications were reported/ anticipated as a result of this event.